Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that hydropmorphone infusion infused slower than expected. The infusion was supposed to take 10 minutes but took 30 minutes. The nurse had to add additional volume for the infusion to complete. This drug is mixed by the nurses on the unit. They use a 50ml bag, the additional drug volume they add is ¿negligible¿..."0.5¿. Aware of bag overfill. Might add 10-12ml to volume. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. The root cause for the reported issue of an under infusion (hydromorphone) was not determined because no products or device logs were returned.

Event description:
It was reported that hydromorphone infusion infused slower than expected. The infusion was supposed to take 10 minutes but took 30 minutes. The nurse had to add additional volume for the infusion to complete. This drug is mixed by the nurses on the unit. They use a 50ml bag, the additional drug volume they add is ¿negligible¿ and "0.5¿. Aware of bag overfill. Might add 10-12ml to volume. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.